Manufacturer narrative:
Pending return of device and/or additional product info for eval. (B)(4).

Event description:
The physician reported that two cutters (same lot) stopped cutting after a few minutes intraoperatively and had to be changed. Additional info has been requested.